Event description:
According to the rptr, while performing an elective cardioversion on a pt diagnosed as in atrial fibrillation, the device would not transfer energy to the pt when used with a defib cassette adapter & hands free electrodes. The electrodes were removed & standard paddles were used by the operator to deliver a countershock. No adverse affects to the pt were reported as a result of the alleged malfunction.